Manufacturer narrative:
(B)(6).

Event description:
During a pico dressing change it was noted that the patient had developed blistering around the wound area. Pico therapy was ceased and a conventional dressing used instead.